Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that a patient sample (B)(6) was typed as blood group ab in the forward testing and typed as blood group a in the reverse typing. The customer used erytype s abd+rev.a1,b on tango optimo. The customer did not return the supposedly defective product erytye s abd+rev.a1,b for investigational testing but the patient sample. Therefore our quality control laboratory tested their retention sample of erytype s abd+rev.a1, b with the patient sample on tango optimo. Sample (B)(6) yielded blood group a rh(d) positive. The correctness of the typed blood group of the sample was additionally confirmed in the gel card method. In all tests of quality control laboratory the forward and the reverse typing of the patient sample matched. We did not observe any discrepancies between forward and reverse typing. Additionally our qc lab's retention sample of erytype s abd+rev.a1,b was tested with different donor samples. All positive and negative reactions were correct. We did not observe any false positive respectively false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was checked by one of our field service engineers and found to be running within specifications.